Manufacturer narrative:
Date of event - aware date of (B)(6) 2021 used as event date is unknown.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx laa closure device was implanted. At the 45-day follow-up transesophageal echo (tee) a device related thrombus was noted. The patient was on pradaxa and aspirin at the time the thrombus was visualized. The patient has not had any event regarding the thrombus and will be kept on pradaxa and aspirin until another tee is performed in 6 weeks.